Event description:
It was reported it was not possible to interrogate the device. No tones were emitting from the device with programmer head placement while trying to interrogate the device. Patient stated the device had not been checked in two years and did receive some shocks in the past year. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592, implantable pacing lead, (B)(6) 2008. (B)(4).